Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an insulin flow blockage from the insulin pump. The customer's blood glucose reading is unknown. The customer's mother stated that there were several insulin flow blocked alarms on the pump. The customer stated that the alarm persisted and has done over the past week despite the change of both reservoir and infusion sets. The customer stated that they do not feel safe with the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.